Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received no button response and button error alarm due to corroded keypad traces. The insulin pump had a missing end cap sticker noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and unresponsive keypad. The customer's blood glucose reading was 169 mg/dl. The customer did not state any significant events leading to the alarm. The insulin pump will be returned back for analysis.